Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent surgical procedure on (B)(6) 2014. It was reported that the patient underwent removal of mesh on (B)(6) 2017. It was reported that the patient experienced hernia, necrotic mesh, infection, fistula and recurrence. It was reported that the patient underwent previous hernia repair on (B)(6) 2013 and mesh was implanted. Other procedure is captured in a separate file.